Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using a venous retrograde approach. The 90% stenosed target lesion was located in an anastomotic shunt in a moderately tortuous and mildly calcified vessel. After a guide wire crossed the lesion, a 6.0 x 40 75cm mustang balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 16 atmospheres. However, during the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was simply and completely removed from the patient's body. The procedure was completed with another 6-40/5.3/75 mustang balloon catheter. No patient complications were reported and the patient's status was stable.